Event description:
Additional information received indicates surgery took place on (B)(6) 2025, wherein the ipg was repositioned to address the issue.

Manufacturer narrative:
D. Suspect medical device: added device information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number:(B)(6).

Event description:
It was reported the patient experienced pain at the ipg site. Surgical intervention may be pending to address the issue.